Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 8/26/2021 it was reported by a distributor via email that an ar-1928sf-2 suture anchor, corkscrew® ft ii 5.5 mm x 16.3 mm with #2 fiberwire® and #2 tigerwire® broke at the base of the titanium anchor. This was discovered during a procedure on (B)(6) 2021. No patient affected. Additional info received 9/15/2021 while doing a rcr the titanium anchor broke and suture broke while knotting the threats to fix anchor. Surgeon used another anchor to tie part of the anchor threads.